Manufacturer narrative:
.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, upon interrogation high ventricular rate and noise reversion episodes due to noise were noted. The ventricular lead remained implanted and the patient would be monitored.